Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the date on patients pump reverts back to 2007. Reporter is the patient's mother, and she's not sure when or why the date went back. She noticed it this morning and had to correct the time, and time was correct when patient went to school. The patient told her a while ago that the date kept going back to 2007 and he has to reset it. There is no adverse event related to this issue. This complaint is being reported due to the allegation that the pump fails to maintain the correct time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box indicated a manual time change from 7:21am on (B)(6) 2007 to 7:25am on (B)(6) 2013. The dates in the total daily dose history are incongruent, changing from (B)(6) 2012 to (B)(6) 2007, from (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2012, from (B)(6) 2012 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2012, from (B)(6) 2012, from (B)(6) 2012 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2012, from (B)(6) 2013 to (B)(6) 2007, from (B)(6) 2007 to (B)(6) 2022, from (B)(6) 2022 to (B)(6) 2007, from (B)(6) 2007, and from (B)(6) 2007 to (B)(6) 2013. A timekeeping accuracy test was performed; the pump was keeping time accurately. The battery was removed. Pump left without power for 24 hours; when pump powered on it had maintained time and date.